Event description:
The customer reported that the system experienced an immediate loss of system functionality and un-commanded shut downs following the receipt of 'fast stop' errors. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fse evaluated, reseated and tightened up all of the connections in the mainframe. The power cord and isolation transformer connections were also tightened up and a filament calibration was also performed. The system was tested and found to be working as intended and put back into service.